Event description:
Reporter indicated that after the pt traveled overseas it was discovered that the pt's device settings were set to "shipped settings" (0/30/500/30/180/0/60/500). At previous office visit prior to date of travel, device was reportedly set to 3.0/30/250/30/0.8/3.25/60/500. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.